Manufacturer narrative:
Concomitant medical products: first set, admin, high vol, catalog number 21-7357-24, lot number 27x386. Second set, admin, high vol, catalog number 21-7357-24, lot number 27x386.

Event description:
Information was received indicating that an upstream occlusion alarm occurred to smiths medical cadd®-solis vip ambulatory infusion pump; with no evidence of occlusion. New tubing was then inserted into the pump but the pump continued to alarm. A second set of tubing was then inserted and the pump was noted to then work. There were no reported adverse effects.